Event description:
A customer reported to olympus, the evis lucera gastrointestinal videoscope had a pinhole. There was no report of patient harm associated with this event. During incoming inspection, a foreign object came out of the forceps channel; due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a pinhole on channel tube; water tightness was lost. In addition to evaluation in b5. Adhesive on bending section cover had a chip, adhesive on bending section cover had white-clouded area, the lock engagement knob was deformed, the switch button 1 had a scratch, adhesives around objective lens had white-clouded area, adhesives around light guide lens had white-clouded area, the plastic distal end cover had a dent, connecting tube had a scratch, the scope cover plate was peeling, objective lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no damage to the forceps channel. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope]. Visually check that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the operation unit or scope connector. [Inspection of forceps channel]. Insert the instrument through the forceps plug, and check visually and by hand that the instrument comes out smoothly from the suction/forceps port at the tip of the endoscope and that no foreign matter is expelled. Visually and by hand confirm that the instrument can be pulled out smoothly from the forceps stopper. ". Olympus will continue to monitor field performance for this device.